Manufacturer narrative:
(B)(4).

Event description:
It was reported that the twinfix ultra ti 5.5 anchor broke off of the insertion shaft. It broke off inside the patient during implantation. The anchor was completely removed, intact. No additional bone hole was required as the backup anchor was placed in the same site. No patient impact was reported. There was a reported short delay of less than 30 minutes.

Manufacturer narrative:
Device investigation narrative - one 5.5mm twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the devices confirmed the reported complaint of breakage. The distal tip of the inserter shaft that interfaces with the anchor has broken off at the weldment. Examination of the weld confirmed it was within print specifications. As reported the patient had hard bone and nothing was used to prepare the insertion site. Per the devices IFU caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. In hard bone, it may be necessary to create a pilot hole. For this size anchor a (72201708) 5.5 mm spade tip drill is recommended. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).